Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 800 clinical chemistry analyzer and replaced na, cl and co2 electrodes to resolve the issue. The fse performed integrity check, precision, and quality control, which all passed. The fse verified analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(6).

Event description:
The customer reported the generation of erratic three (3) patient results for ion selective electrode (ise) including sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2) due to low anion gaps on their dxc 800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided the data for one (1) patient.